Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('geeting mine in nex thursday') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced artificial menopause ("I am in forced manopause due to essure side effect"). The patient was treated with surgery (hysterectomy scheduled on thursday). At the time of the report, the medical device removal and artificial menopause outcome was unknown. The reporter considered artificial menopause and medical device removal to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media :artificial menopause and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting mine in next thursday') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced artificial menopause ("I am in forced menopause due to essure side effect"). The patient was treated with surgery (hysterectomy scheduled on thursday). At the time of the report, the medical device removal and artificial menopause outcome was unknown. The reporter considered artificial menopause and medical device removal to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media :artificial menopause and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Processed with fu.03. Case becomes an incident. New event added: medical device removal. Reporter was added. On 20-mar-2020: social media received. Processed with fu.02. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.